Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. Product analysis of part# 9560100, lot# 1824895. During the inspection it was confirmed that the requested phenomenon (screen cloudy) was reproduced and observed that the internal lens was broken, and that the lens at the tip of the outer tube was scratched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an user facility via manufacturer representative regarding product used for spinal therapy. It was reported that the screen is cloudy.  There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received via manufacturer representative that the reported product was already used before many times.